Event description:
Information was received from a patient regarding their previous implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Before a different repositioning surgery, the healthcare provider (hcp), "took it out, put it in the same spot, but was having trouble so he repositioned it." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.